Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address loosening of the stem. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
The devices associated with this event have not been returned. The product/lot combination for the acetabular liner remains unknown. Product/lot information for the corail stem has been provided and the device history record has been reviewed. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.